Event description:
Reporter alleged erratic blood readings and stated glucose read 209, 73 and then 165 mg/dl all performed within 2 minutes of each other. It was reported no actions were taken and no treatment was received as a result. A request was made for the return of the suspect device and replacement product was sent.